Event description:
It was reported that in an attempt to remove an ingrown on rod, the tines of the instrument broke off. Per instructions in the technique, this instrument should only be used for implantation, not removal. The surgeon successfully explanted the implant using a trephine.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.